Event description:
The customer reported an over infusion of magnesium; the patient was to receive a secondary infusion of magnesium 1 gram in 50 ml, to infuse over 2 hours. Approximately 35 minutes after starting the infusion the patient reported feeling flushed and nauseated. The nurse assessed this as possible magnesium intolerance so they turned the pump off, and then noticed that the magnesium bag was empty. Physician orders were given for EKG, troponins, and increased vital signs monitoring. The patient was subsequently evaluated by the physician who felt the patient was stable. A few hours later, the patient had bigeminal pacs, pvcs, and junctional rhythm seen on telemetry. EKG and stat lab work were done. The physician stated she believed the arrhythmias were from the patient being septic and not from the magnesium infusion. The stat potassium and magnesium levels were low (specific values were not provided). Potassium and magnesium replacements were ordered. (B)(4). The customer does not know if the patient's earlier nausea was a result of the reported overinfusion because the patient had already been experiencing nausea off and on for 2 days prior to the event and had received a few doses of zofran. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The devices have been received and evaluation is pending. A follow up report will be submitted once the evaluation is completed.